Event description:
I had rk surgery in the summer of 1989 after I received a call from my husband that his insurance company will be dropping their coverage for radial keratotomy in a few months and if I want the vision corrective surgery, I had to make an appointment immediately. I called (B)(6) group and was signed up for a seminar about rk surgery and soon had my surgery with dr. (B)(6). My vision was clear for about 12 years but only in bright daylight or a lit room but I always had issues with halos from headlight glare, dry eye and some blurry vision when I wore sunglasses, especially if it was breezy. I started to notice that I needed reading glasses in about the year 2000 so I started purchasing reading glasses from stores but noticed that I had to increase the strength of the readers over the years. I was very nervous to go to an eye doctor about this because I knew something was wrong until I finally decided to go to an eye surgeon, dr. (B)(6), at (B)(6) medical group in (B)(6). After looking at my eyes, he told me that I have a dimple in my right cornea from rk surgery and he then referred me to dr (B)(6) at (B)(6) medical group as he's a specialist in post rk issues. I went to see dr. (B)(6) and he looked at my eyes and we discussed the fact that my eyes have continued to correct after the rk surgery and that there is no surgical correction available and that he fits the patients with contact lenses to correct the vision. I was fitted for a lens but had issues with them not fitting properly so he tried another size and when I wore them, my eyelid would catch on it and it would pop off. I got glasses and stopped wearing the lenses that cost over (B)(6) dollars. I skipped going for an eye exam for a year or two out of fear and frustration of my declining vision in my right eye. At ny most recent appointment with dr. (B)(6) on (B)(6) 2017 we discussed new contacts and he said they're more comfortable but they're (B)(6) dollars or more per eye and my left eye also is showing a defect. I decided to go with glasses but not all my vision is clear and I'm unable to wear them all day because they distort my view a bit.